Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the image issue was due to a kink and tear of coating of the image sensor cable around the boot section between the universal cord and the light guide connector, a part of the bundled shielded cable was observed to be exposed. Since the coating was torn on the image sensor cable section, it is presumed that disconnection or short circuit occurred inside, which may have resulted in the subject defect. The factor of the kink and tear of coating of the image sensor cable is presumed that load which exceeds the scope of assumption such as excessive twisting and bending may have been applied. The event can be detected/prevented by following the instructions for use which state: ¿¿chapter 3 preparation and inspection, section 3.8 inspection of the endoscopic system¿ as below. [Inspection of the endoscopic image] confirm that the wli and nbi endoscopic images are normal. Before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. Observe the palm of your hand in the wli and nbi endoscopic images. Confirm that light is output from the endoscope¿s distal end. Adjust the brightness level as appropriate. Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. Turn the angulation control levers slowly in each direction until it stops. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found that the rubber had a scratch, a noise image occurs due to damage on charged coupled device (ccd) unit, adhesive on rubber had a chip, control unit had a scratch, grip had a scratch, angulation lever did not move smoothly due to damage on control section, up/down plate had a scratch, right/left plate had a scratch. Right/left lever had a scratch, light guide cover glass had a scratch, video connector case had a scratch, universal cord had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the endoeye flex deflectable videoscope had compromised image and noise. The issue was found during preparation for use. The unspecified therapeutic procedure was completed using a similar device without delay. There were no reports of patient harm.